Event description:
It was reported that the patient presented with noise on the atrial lead. The lead was capped on (B)(6) 2017. There were no adverse events and the patient was doing well after the procedure.

Manufacturer narrative:
Final analysis found that two pieces of partial lead measuring at 43.5 cm and 17.0 cm from distal portions were returned. Electrical testing noted an internal short. Further inspection found that abrasion breached the inner insulation at 5.4 cm to 5.5 cm from the distal tip. The inner insulation abrasion contributed to the reported noise. All other damages found were sustained during surgical procedure.

Event description:
New information received noted that the atrial lead was explanted on (B)(6) 2018 during a procedure unrelated to sensing anomaly. Information on patient condition was not available.